Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, but the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. Additionally, the bezel was cracked on the top left corner.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument's energy effect was unstable. The customer replaced the energy cable along with the instrument, changed the energy port, increased the energy effect, and performed a power cycle; however, the issue persisted. It was mentioned that they continued the surgery using an external force triad generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that there were no errors in the log. The procedure was completing as planned with no reported injury.